Event description:
It was reported that the ilet charger exhibited a charging problem when the patient observed no charger lights and no charging response after the charger was knocked off a table, with the cord pulled from the outlet; the charger previously blinked once on insertion but no longer did so, and the pump showed no visible damage while the battery remained at full charge and blood glucose was unaffected, indicating an issue with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem associated with the battery charger consistent with a charging problem. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.